Event description:
It was reported that this patient had previously received inappropriate shocks due to oversensing of noisy signals with decreased amplitudes. Initially the system was reprogrammed to primary sensing vector to prevent the inappropriate shocks. The system was recently explanted due to these inappropriate shocks and replaced with a transvenous system. No additional adverse events were reported.